Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter alleged that there was a power issue. It was alleged that there was a battery life issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 21-aug-2019 with the following findings: a review of the device history indicated multiple replace battery alarm. Voltage was not low at the time of the alarms. During testing, the pump electrical current draws were tested and were within specifications. The complaint of a battery life issue was not duplicated during investigation. Unrelated to the complaint, corrosion was observed in the battery compartment. The battery compartment was cracked. The pump was opened and moisture damage was found on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.